Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system displayed a shock impedance measurement greater than 125 ohms. A revision procedure was performed due to the ongoing high shock impedance issue. The abdominally-placed device system was removed from service and replaced. No adverse patient effects were reported during the procedure.